Event description:
This lead was implanted on (B)(6) 1995 and explanted on (B)(6) 2012 due to sepsis with the patient. The procedure took place at (B)(6) with dr. (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).